Event description:
This event was reported as explant of a carpentier-edwards valve from the tricuspid position due to thrombosis, stenosis, atrial fibrillation, right sided congestive heart failure, pulmonary hypertension from pulmonary embolization with pericardiocentesis. No further info was provided.